Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The serial number was (B)(6). The returned sample was visually examined without magnification. The trigger was returned engaged, and the jaws were open. A sink mark was observed on the right handle, r & d determined that the sink hole was in the acceptable range of normal and would not impact the device's functionality. There was evidence of biological material observed on the device. Functional testing was performed. When the trigger was fully engaged, the ratchet sounds could be heard and the jaws mechanism functioned as intended. No clips loaded into the jaws, as the device was empty. The device was disassembled, and the trigger ears were observed to be intact, and the ratchet area had a suffice amount of grease. The knob assembly had no visible damage, and the jaw assembly was correctly assembled and displayed no signs of damage/defects. The jaws and feeder tip were undamaged. No damage was found on the box, channel or any of the tabs as well. No defects or damage were found on the device. It is important to return the device with clips remaining in order for a complete functional test to occur. No conclusive findings were able to be determined for this device. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The device was returned with no clips remaining, so a functional test could not be performed. No damage or defects were observed on the device, and no conclusive findings could be determined for this sample, so no corrective actions are required at this time. The reported complaint of "clip(s) not loading properly" could not be confirmed based upon the sample received. Functional testing was performed on the device. The trigger was engaged and ratchet sounds were observed and the jaws opened and closed as intended. No clips loaded into the jaws, as the device was empty. The device was disassembled, and the trigger ears were observed to be intact, and the ratchet area had a suffice amount of grease. The knob assembly had no visible damage, and the jaw assembly was correctly assembled and displayed no signs of damage/defects. The jaws and feeder tip were undamaged. No damage was found on the box, channel or any of the tabs as well. No defects or damage were found on the device. It is important to receive the device with clips remaining in order to perform a complete functional test, to determine the root cause of the defect. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during a laparoscopic cholecystectomy, the device was used without problem at first. However, the clip could not be loaded properly in the middle of the surgery, and the same issue occurred to some subsequent clips. Therefore, the user replaced the auto endo5 with a new one to complete the procedure. No clip fell/remained in the patient, and no injury to the patient occurred."

Event description:
It was reported that "during a laparoscopic cholecystectomy, the device was used without problem at first. However, the clip could not be loaded properly in the middle of the surgery, and the same issue occurred to some subsequent clips. Therefore, the user replaced the auto endo5 with a new one to complete the procedure. No clip fell/remained in the patient, and no injury to the patient occurred."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.